Event description:
New pajunk epidural catheter tray with already broken loss-of-resistance syringe in kit. Issue was not discovered until procedure was already in progress. Attending was able to grab a new loss-of-resistance syringe from anesthesia work room, but this could have caused patient harm. I have had 2 of these kits with broken loss-of-resistance syringes. The other patient I had with these kits, I brought an extra loss-of-resistance syringe with me just in case it was broken, which it had turned out to be.